Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). The diamondback coronary orbital atherectomy device instructions for use states that slow flow and no flow are possible adverse events which can occur with use of the diamondback coronary orbital atherectomy device. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), the patient experienced slow flow, no flow, and coded, requiring resuscitation. The oad was inserted into the patient, and glideassist was used to advance the oad to the target lesion. The patient experienced slow flow and no flow while the physician was positioning the oad crown at the lesion which caused the patient to code. The opinion of the physician was the nose of the oad was in the lesion which caused the occlusion. The patient required resuscitation, balloon angioplasty was performed to restore flow, and the procedure was completed with the balloon angioplasty and stent placement. The patient was stable following the procedure.